Manufacturer narrative:
Device was used for treatment, not diagnosis. Cho, h.m., et al. (2016). Clinical and functional outcomes of treatment for type a1 intertrochanteric femoral fracture in elderly patients: comparison of dynamic hip screw and proximal femoral nail antirotation, hip pelvis 28(4): 232-242. This report is for unknown dhs system = dynamic compression plate (dcp), cortex screws, and lag screw, unknown quantity # / unknown lot #. (Other number) UDI # unknown part number, UDI is unavailable. The investigation could not be completed; no conclusion could be drawn, as no product was returned and no lot number or part number was provided. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: cho, h.m., et al. (2016). Clinical and functional outcomes of treatment for type a1 intertrochanteric femoral fracture in elderly patients: comparison of dynamic hip screw and proximal femoral nail antirotation, hip pelvis 28(4): 232-242, 2016. Korea. The study objective was to evaluate and compare the clinical and functional outcomes of dynamic hip screw (dhs) and proximal femoral nail antirotation (pfna) treatment of ao type 1 intertrochanteric fractures in elderly patients. The study included patients with intertrochanteric femoral fracture between january 2004 and december 2014, those younger than 70 years, with ao fracture classification of type 2 or higher 7), with bilateral fracture. 113 cases treated with dhs (dhs group), and 81 cases treated with pfna (pfna group). Regarding the dhs and pfna groups, respectively: mean patient age, 84.2 (70- 93) years and 81.0 (70-94) years. Dhs group received a 135 degree-angled plate and hip screws. The reduction method used for the pfna group was similar to that used for dhs group. After reaming the lateral cortex, a helical blade was inserted, followed by the insertion of distal locking screws. The size of the nail was determined based on the preoperative radiographs, and, for all patients, the neck-shaft angle was 130 degrees, with a length of 170 mm or 200 mm. The following complications were reported: in the dhs group: one patient, a (B)(6) woman with left-sided type a1 intertrochanteric fracture, had malunion without any additional treatments despite early reduction loss due to intra-operative fracture caused by lateral wall reaming. In addition, there was proximal migration of greater trochanteric fragment at three months postoperatively and excessive sliding and shortening of proximal fracture fragment at 5 months postoperatively. There was complete union at 12 months postoperatively. This is report 2 of 8 for (B)(4). This report is for an unknown quantity of dhs system = dynamic compression plate (dcp), cortex screws, and lag screw, unknown part # / lot #.